Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results for 1 patient sample on a cobas 8000 e 801 module. The initial result was 19.4 pg/ml. The physician questioned the result, and the sample was repeated on another e 801 module. The repeated result was 19.4 pg/ml. Neither result was believed to be correct because a higher result was expected for the patient. The sample was repeated with a 1:2 dilution, and the result was "still in line with the undiluted measurements." The numerical result was not provided. The sample was repeated with a 1:10 dilution, and the result was 250 pg/ml. This result was believed to be correct.

Manufacturer narrative:
A service visit was not required. Instrument hardware performance issues were ruled out by the customer by obtaining the same result from both analyzers due to insufficient information, the investigation could not identify a specific cause of the event. The investigation did not identify a product problem.